Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 720 mg/dl and a moderate ketone level; cause was unknown. Customer administered a manual injection of insulin in an attempt to treat bg level. Customer was treated with intravenous fluids of saline and insulin while hospitalized. Customer was discharged on (B)(6) 2024 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.